Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm while trying to prime the tubing and while doing so, they noticed that the cannula was bent. He said that he is reporting a past event. During no delivery alarm troubleshooting, the customer said the alarm was resolved by a complete set change and does not have product in question to return. He had already changed out the set and reservoir due to his high blood glucose. He said that his blood glucose readings have been fluctuating. The customer said that he started at 260 mg/dl, then went to 307 mg/dl and now his blood glucose was at 409 mg/dl. He feels okay to troubleshoot and stated that he treated with a manual injection. During troubleshooting for high blood glucose, the customer stated that his high blood glucose started today, (B)(6)2017, and that he had already changed his infusion sets twice today. He said the drive support cap appeared normal. He stated that the infusion set cannula was bent. The customer stated that he has received no delivery alarms since his high blood glucose began. He did not have a tubing clamp to perform the high-pressure test but used pliers instead and stated that the test passed. The customer¿s spouse was now on the phone and said that the customer¿s blood glucose was now 417 mg/dl and was 450 mg/dl earlier. The customer was advised to change the entire set, reservoir and insulin and treat per his doctor¿s instructions. The reservoir, infusion set and the insulin pump are not returning for analysis.